Manufacturer narrative:
Concomitant medical products: cd3257-40q ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited noise and was fractured. The lead was turned off and a revision is planned. No further patient complications have been reported as a result of this event.